Event description:
It was observed that during the device inspection, the video system center exhibited the image disappeared when shaking the connector, which was caused by a defective flat scope socket. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over one (1) year, since the subject device was manufactured. Based on the results of the investigation, it is likely, the following led to the malfunction: it is surmised that the image disappears, due to failure of the video connector. Olympus will continue to monitor field performance for this device.